Event description:
During the evaluation of the device at the manufacturer's service center, an error 193 and 290 occurred. Along with back enclosure back bottom left cracked, back middle cracked and chipped, mount area cracked near screws, misaligned, foot missing and bottom worn. The inlet air path assembly and removable air path foam was replaced per the remediation. The internal battery and feet were replaced. The customer does not want repairs done to the device.